Manufacturer narrative:
Additional device product codes: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the insertion handle and driving cap for the tfna was not connecting properly. After a few mallet taps the two pieces could be connected. The pieces were also a little stuck when disconnecting them from each other. After closer inspection it was noticed the driving cap had a pin that was coming out. It was also possible to get the two pieces to join together more easily after inserting and removing the pieces several times. A new drill hole needed to be made using a free hand technique. The surgeon also had problems engaging the far cortex of the screw. The procedure was completed successfully. This report involves one (1) insertion handle. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that insertion handle/ radiolucent long, the hole connection was observed with some scratched and dented at the edges due to use. A dimensional inspection for the insertion handle/ radiolucent long was unable to be performed due to complex geometry of the device. A functional test was performed with the mating device (driving cap) and the devices were not connecting properly, since they were jammed on them. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the insertion handle/ radiolucent long would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Part number: 03.043.024; lot number: 354p267; manufacturing site: haegendorf; release to warehouse date: 29 october 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the malfunction were identified. A product non-conformance was opened for the finished device lot number, however, nc is not related to a functional issue but for assurance of measurement documentation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.